Event description:
It was reported that a malfunction alarm occurred, and the customer reset pump on their own prior to contacting customer technical support (cts). There was no adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.